Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that the insulin gauge was inaccurate. And that the pump battery was depleting quickly .multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.